Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in an adult female patient (gravida 4, para 3) who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 ((1999,2004,2011)), appendectomy and ligament operation. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation and device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device and genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), device breakage ("device breakage"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), visual impairment ("vision problems"), eye disorder ("eye problems"), vaginal discharge ("vaginal discharge"), pelvic pain ("pelvic pain"), weight fluctuation ("weight gain / loss"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes,"), infection ("infection (other)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and cystitis ("bladder infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic tubal occlusion). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, nausea, device breakage, dysmenorrhoea, dyspareunia, headache, migraine, fatigue, visual impairment, eye disorder, vaginal discharge, pelvic pain, weight fluctuation, alopecia, bladder disorder, urinary tract disorder, infection, urinary tract infection, vaginal infection and cystitis outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, eye disorder and weight fluctuation to be related to essure. Diagnostic results: current weight (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: historical condition, patient demographic, date of insertion 2011, date of removal (B)(6) 2012 and events (hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), infection (bladder/ urinary tract/vaginal), infection (other), pregnancy (termination), malposition of essure device, bladder or urinary problems or changes, migraines / headaches, migration of essure device, nausea, device breakage, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge, failure to occlude (close) fallopian tube(s), vision/eye problems, fatigue, weight gain / loss, hair loss) were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("migration of essure device/ failure to occlude fallopian tube(s)"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy") and genital hemorrhage ("abnormal bleeding (general) / excessive bleeding") in a 33-year-old female patient (gravida 4, para 3) who had essure (batch no. 58338-invalid,58670-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 3 (B)(6) 1999, (B)(6) 2001, (B)(6) 2011), appendectomy and ligament operation. Previously administered products included for an unreported indication: drug administration duration too long. Concomitant products included ibuprofen (motrin), panadeine co (tylenol #3) and tramadol. In 2011, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and hypoaesthesia ("left arm would go numb"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain / loss"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes / had to use hormone pills"), nausea ("nausea"), dyspareunia ("dyspareunia"), headache ("headaches"), migraine ("migraines"), visual impairment ("vision problems/ vision issues") and eye disorder ("eye problems"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss /hair shedded"). In (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection (other)"), urinary tract infection ("urinary tract infection") and eye pain ("eye pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic tubal occlusion), surgery (laparoscopic tubal occlusion) and surgery (laparoscopic tubal occlusion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, hormone level abnormal, vaginal hemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, nausea, dyspareunia, headache, fatigue, vaginal discharge, weight fluctuation, bladder disorder, urinary tract disorder, infection, urinary tract infection, vaginal infection, cystitis, hypoaesthesia and weight increased outcome was unknown and the genital haemorrhage, migraine, visual impairment, eye disorder, alopecia, dysmenorrhoea and eye pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, eye pain, fatigue, female sexual dysfunction, genital hemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: doctor suggested termination due to the abnormal growth of the fetus. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, unilateral occlusion; in (B)(6) 2012: unilateral occlusion (right tube occluded) in 2011, (B)(6) 2012 : hysterosalpingogram : total bilateral occlusion, unilateral occlusion (right tube occluded), at first, plaintiff was told that her tubes were blocked. After her second test, she was told that her left tube was not blocked and they could not find the other coil. 58338-invalid,58670-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("migration of essure device"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in a 33-year-old female patient (gravida 4, para 3) who had essure (batch no. 58338 ,58670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2011), appendectomy and ligament operation. In 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), alopecia ("hair loss /hair shedded"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), hypoaesthesia ("left arm would go numb") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced weight increased ("weight gain / loss"). In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes / had to use hormone pills"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction"), nausea ("nausea"), fatigue ("fatigue"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight fluctuation ("weight gain / loss"), infection ("infection (other)"), urinary tract infection ("urinary tract infection") and eye pain ("eye pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic tubal occlusion), surgery (laparoscopic tubal occlusion) and surgery (laparoscopic tubal occlusion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, nausea, dyspareunia, headache, fatigue, visual impairment, vaginal discharge, weight fluctuation, bladder disorder, urinary tract disorder, infection, urinary tract infection, vaginal infection, cystitis, hypoaesthesia, dysmenorrhoea and weight increased outcome was unknown and the genital haemorrhage, migraine, eye disorder, alopecia and eye pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 229 lbs she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion, unilateral occlusion in 2011, (B)(6) 2012 : hysterosalpingogram : total bilateral occlusion, unilateral occlusion (right tube occluded), at first, plaintiff was told that her tubes were blocked. After her second test, she was told that her left tube was not blocked and they could not find the other coil. Most recent follow-up information incorporated above includes: on 3-apr-2018: events added: "left arm would go numb", "eye pain". Reporter, lot number, lab test added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("migration of essure device/ failure to occlude fallopian tube(s)"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") in a 33-year-old female patient (gravida 4, para 3) who had essure (batch no. 58338 ,58670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, parity 3 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2011), appendectomy and ligament operation. Previously administered products included for an unreported indication: drug administration duration too long. Concomitant products included ibuprofen (motrin), panadeine co (tylenol #3) and tramadol. In 2011, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and hypoaesthesia ("left arm would go numb"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain / loss"). In (B)(6) 2011, the patient experienced hormone level abnormal ("hormonal changes / had to use hormone pills"), nausea ("nausea"), dyspareunia ("dyspareunia"), headache ("headaches"), migraine ("migraines"), visual impairment ("vision problems/ vision issues") and eye disorder ("eye problems"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss /hair shedded"). In (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In january 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection (other)"), urinary tract infection ("urinary tract infection") and eye pain ("eye pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic tubal occlusion), surgery (laparoscopic tubal occlusion) and surgery (laparoscopic tubal occlusion). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, hormone level abnormal, vaginal haemorrhage, menorrhagia, female sexual dysfunction, hypersensitivity, nausea, dyspareunia, headache, fatigue, vaginal discharge, weight fluctuation, bladder disorder, urinary tract disorder, infection, urinary tract infection, vaginal infection, cystitis, hypoaesthesia and weight increased outcome was unknown and the genital haemorrhage, migraine, visual impairment, eye disorder, alopecia, dysmenorrhoea and eye pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, infection, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: doctor suggested termination due to the abnormal growth of the fetus. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion, unilateral occlusion; in (B)(6) 2012: unilateral occlusion (right tube occluded) in 2011, (B)(6) 2012 : hysterosalpingogram : total bilateral occlusion, unilateral occlusion (right tube occluded), at first, plaintiff was told that her tubes were blocked. After her second test, she was told that her left tube was not blocked and they could not find the other coil. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet received. Reporter added. Historical drug and concomitant drug added. Outcome of event dysmenorrhea (cramping) and vision issues changed to recovered. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.